Event description:
An article titled "maculopathy following standard dose intracameral cefuroxime injection during icl surgery" about maculopathy. Visual disturbances, transient loss of va and icots were reporter. Medical management was required. Cause of the event was not reported.

Manufacturer narrative:
Claim# (B)(4).